Manufacturer narrative:
As a result of additional information received, the following fields have been updated: a2, b5, b7, d1, d4, d10, g4, h4, h7, and h9. D10. Concomitants: (B)(6), 02-010-01-0220 - logic femoral ps cem left sz 2 . (B)(6), 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. (B)(6), 200-02-29 - three peg patella 29mm. H3: investigation results - the revision reported was likely the result of a combination of prosthesis wear and aseptic loosening between the femoral component and the bone over the course of 13 years of implantation. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the failure cannot be confirmed and contributions of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation.

Event description:
Additional information - revision op report indications: the patient presented with significant mechanical loosening and instability of her left primary total knee prosthesis. This was refractory to comprehensive nonoperative management due to extensive polyethylene wear and osteolysis. The patient was awoken from anesthesia without issue and was transferred to the pacu in stable condition.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a female patient, initial knee implanted on (B)(6) 2010, underwent a knee revision surgery to remove the exactech optetrak knee on (B)(6) 2023, approximately 12 years 3 months post the initial procedure. As a result of the defendants¿ failure to properly package the optetrak device prior to sale and distribution, the polyethylene liner prematurely degraded, and the plaintiff required revision surgery due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by early and preventable wear of the polyethylene insert and resulted in component loosening and/or other failures causing serious complications including tissue damage, osteolysis, permanent bone loss and other injuries. The plaintiff, was required to undergo revision surgery well before the estimated life expectancy of her knee implant and at a much higher rate than should reasonably be expected for devices of this kind and have suffered pain and disability leading up to and subsequent to the revision surgery. Upon information and belief, the plaintiff required revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability and/or component loosening. As a direct and proximate result of defendants¿ defective optetrak device, the plaintiff suffered and will continue to suffer serious and permanent personal injuries, including pain, impaired mobility, rehabilitation, medical care, loss of enjoyment of life, and other medical and non-medical sequalae. As a direct, proximate and legal consequence of the defective nature of the optetrak device as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct, proximate and legal consequence of the defective nature of the optetrak device, plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; other economic loss; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.